Manufacturer narrative:
Follow-up #1: date of submission 02/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/18/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated. The pump was returned with no evidence of moisture in the pump. A leak test was performed and passed with no leaks detected. The pump was opened and no moisture was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged moisture in the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.